Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, air/water supply was not smooth with the evis lucera gastrointestinal videoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a gelatinoid material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air/water supply was not smooth. In addition, the nozzle was not deformed; there was a gelatinoid materials in the nozzle mouth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.